Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to recover, and the rail was broken. The customer reported that the drawer contained a damaged retractor band cable and solenoid, which resulted in the failure of the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 1.2 and all pockets were not detected and found the retractor band cable split in half from end to end causing damage to controller boards, damage caused by excessive heat, electrical discharge. A field service engineer replaced the retractor band cable and controller boards as they have become damaged due to the retractor band. Upon further inspection a field service engineer noticed that the plunger would become stuck inside solenoid, replaced the solenoid due to residue inside causing the plunger to stick and not move freely. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
T was reported by the customer that a pyxis medstation es system drawer failed to recover, and the rail was broken. The customer reported that the drawer contained a damaged retractor band cable and solenoid, which resulted in the failure of the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 1.2 and all pockets were not detected and also found the retractor band cable split in half from end to end causing damage to controller boards. A field service engineer replaced the retractor band cable and controller boards as they have become damaged due to the retractor band. Upon further inspection a field service engineer noticed that the plunger would became stuck inside solenoid, replaced the solenoid due to residue inside causing the plunger to stick and not move freely. The system was functional as intended.